Event description:
The customer reported temperature errors during bootup but he was still able to fluoro.

Manufacturer narrative:
The ge service rep repaired the temperature sensor wires in cable harness, but advised the customer to replace the cable. He verified that the system was operating by fluoroing in low and high technique. The system operated as intended.